Event description:
The customer was very confused at the time of call. The customer was not able to troubleshoot. The paramedics were called out and treated the customer's low bg. Later the customer called back and requested assistance with priming. Furthermore, an alarm occurred during fixed priming. Explained to customer that the pump has detected something that prevents flow of insulin. Instructed customer to change the infusion set if the alarm recurs.